Event description:
Both single use thermachoice devices failed to maintain the pressure needed to begin cycle. The device was connected to thermachoice machine. When removed from the uterus we observed that there was no balloon leak. No therapy cycle attempted. Novasure handpiece was brought in and the device would not open when inside the uterine cavity. It did open completely when tested outside of the patient. The device was never connected to novasure generator. No therapy cycle was attempted. Dilation and curettage hysteroscopy was performed - no pictures taken. Tissue specimen was sent to pathology. Both single use devices were placed in a red bag and labeled. Thermachoice generator was sequestered.